Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, skiving occurred. Insertion difficulty was noted that when the needle was introduced into the sheath and the needle scratched the inside the sheath. The sheath and needle were exchanged but the second needle also had insertion difficulty. The needle was exchanged again, and the procedure was completed with no adverse consequences to the patient. The stylet was used. It is unknown if the needle was reshaped. No additional femoral access site puncture was needed when the introducer was exchanged.